Event description:
It was reported to philips that the device has been intermittently failing operational check. The customer requested that an authorized service personnel (asp) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a defective processor pca. The processor pca was replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device has been intermittently failing operational check. There was no patient involvement.